Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with cracked select button keypad overlay, minor scratches on case, keypad overlay texture damage, peeling end cap address label, stained serial number label, cracked end cap and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer insulin pump was damaged. The customer¿s blood glucose level was unknown. It was reported that the battery cover the gold pieces had fallen off and the clear ring and rubber ring of the reservoir that holds it had come off. The insulin pump was returned for analysis.